Event description:
The date of the event is estimated. The doctor reported that during an ophthalmic procedure, extra anesthesia time was required due to defective trephine products. The procedure was delayed so that replacement products could be located. Potential safety issues could arise from additional time under general anesthesia.

Manufacturer narrative:
Three (3) other ultra-fit pk system products were also reported by the same doctor. Model / catalog# 11840-775, lot#: 081442, expiration date: 09/30/2011, date of manufacture: 09/2008. Model / catalog#: 11840-800, lot# 081916, expiration date: 11/30/2011, date of manufacture: 11/2008. Model / catalog#: 11840-800, lot#: 081577, expiration date: 10/31/2011, date of manufacture: 10/2008. Following a full evaluation of the trephines returned, an assessment of additional information received from angiotech and information collated in-house, we believe that the product supplied to angiotech in the period august 2008 - to the present is safe for use in all normal operating conditions. Complaints have been limited to those received from angiotech and in particular to those received from one particular to those received from one particular hospital, where it has to be speculated that the attachment of the capstan was being tested before the trephine was to be used. The use of varying degrees of 'force' remove a capstan, is not considered to be reasonable anticipated misuse of the device. As the safety of the patient is paramount it is thought prudent to take corrective and preventative actions to satisfy the requirements of the particular doctor involved. (B)(4). Capstans with the lock and key correctly located do not require a strong adhesive bond to hold the weight of the trephine or to progress the blade downwards or upwards. Of the trephines returned and tested by network medical it is not thought that any of the capstans would have become detached during a procedure carried out in normal operating conditions. (B)(4).